Event description:
The (B)(6) was in for maintenance to (B)(4). (B)(4) took tires off unit, and one of the rear tires was allegedly installed the wrong way. The client was on the scooter with a glass of water in his hand and leaned out to reach something when scooter tipped. Glass broke and cut his elbow which required stitches.

Event description:
The gogo was in for maintenance to (B)(6). (B)(6) took tires off unit, and one of the rear tires was allegedly installed the wrong way. The client was on the scooter with a glass of water in his hand and leaned out to reach something when scooter tipped. Glass broke and cut his elbow which required stitches.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
The investigation revealed that a rear tire was improperly installed during the last service visit by the provider. The service provider evaluated and repaired the device. The device is working properly.